Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
This is a non-us event. The malfunction occurred in canada. The consumer reported a tampon came apart during removal and pieces of the tampon remained inside her. She will see a physician if she believes pieces still remain inside her.